Manufacturer narrative:
(B)(4).

Event description:
It was reported when the first refill date was approaching; an appointment was setup and was ¿four days longer than it should have been.¿ the patient was told he would be good until (B)(6) 2015, but started having withdrawals (change in therapy) on (B)(6) 2015. The patient currently had problems with withdrawals and thought ¿there was a little less than there was and patient ran out of medication.¿ the healthcare provider (hcp) thought it was a human calculation error that caused the issue. The patient thought the pump was supposed to contain 40ml, but the hcp only refilled 30ml at the (B)(6) 2015 refill appointment. The hcp thought the patient was getting decent control currently and wanted to make sure the patient could get the concentration they needed. The patient had not had any issues since the refill. It was noted the patient was not using the ptm in (B)(6) 2015 (ptm was activated on (B)(6) 2015). The pump was used to deliver dilaudid (hydromorphone).

Manufacturer narrative:
Concomitant products: product ID: 8840, product type: programmer, physician. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, (B)(4).